Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the opticross hd catheter batch 33191368 device. During the product analysis, it was observed that the imaging window and drive cable were twisted and entangled with the wire. Also, the device showed an electrical open circuit failure at the proximal end of the catheter, indicating no connection between the transducer and the system. Based on the evidence, the reported event of 'image lost' is confirmed.

Event description:
Reportable based on device analysis completed on 21aug2024. It was reported that catheter issue occurred. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the image disappeared and did not return. The procedure was completed with another of the device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and entangled with the wire, and the drive cable was twisted.